Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precision glide 16x1-1/2in had a coring needle. The following information was provided by the initial reporter translated from portuguese to english: when piercing the medicine bottle and aspirating it, the needle is aspirating part of the rubber that protects the medicine along with the medicine.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, an IV bag is displayed with a black foreign matter inside, which appears to be rubber seal from the vial. No defects or issues observed. Physical sample of the needle is required to further analyze. Our needles have three-faceted bevels to allow perfect sliding, with a fast-flow diameter, providing a smoother injection with less pain for the patient. With this, we ensure that when aspirating the medication, the seal (rubber) of the medication is not damaged. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
Additional information: how many products were affected, confirm quantity? 1 unit. Has there been any harm to patients/health professionals? No. Is there any involvement of patients, please confirm? No. When did this event occur, before, after or during the procedure? Before. Can you send photo samples/videos of the reported problem? Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) no.